Manufacturer narrative:
The service engineer (se) replaced the pressure solenoid (psol). The se performed extended self-testing on the device and all tests passed. Product analysis: a pressure solenoid (psol) was returned to covidien/ medtronic¿s product analysis. The psol was disassembled and a visual inspection of the returned component was performed; the pole piece assembled inside the shunt was not in a locked position. Over a period of time and sustained use the pole piece gradually shifted away from the spring pack armature and eventually not making close enough contact with the spring pack to generate the required magnetic force to cycle the valve. The returned component was reassembled and was installed into a test ventilator for analysis, functionality testing was performed; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the loose component inside the psol. However, it could not be determined how the pole piece became loose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the 840 ventilator failed est (extended self test). The ventilator was not in use on a patient at the time of the reported event.